Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced migraines while using the g6 continuous glucose monitor system. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient alleged that the migraines were attributed to the bluetooth from the cgm device which was confirmed by her health care provider. At the time of contact, the patient was feeling good as she was not using the system. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.